Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged as a result of twiddler's syndrome. The clinical observations were high pacing impedances greater than 2,000 ohms. Upon pocket opening insulation damage was noted near the terminal pin. The lead was surgically capped and a new lead was successfully placed. No additional observations were reported. No adverse patient effects were reported.